Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test was performed and passed relevant tests. An internal visual inspection was performed and passed. The receiver log was downloaded and there is evidence that the patient observed an error, but it is not known which error the patient observed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).